Event description:
It was further reported that (B)(6) month(s) following the index procedure and previous event, the patent presented to the emergency room with complaints of chest pain, fatigue and shortness of breath with exertion, headaches and dizziness. He reports that since his last procedure, he has never been completely pain free. An EKG showed chronic minor st-segment abnormalities and significant st-setment depression and lateral precordial in limb leads. He also is reported to have mild elevation of troponin. The patient was referred for cardiac catheterization which revealed the previously treated vessel with stents extending from the distal left main into the proximal lcx that is widely patent and a long stented segment from the proximal lcx to the second om that is also widely patent. Beyond the stented segment is a 99% stenosed lesion affecting the distal trifurcation with timi-1 flow. Though the stents reported to be patent, the physician has commented that in his opinion, the patient may have had a restenotic event involving the previously placed taxus express2 stents. The patient was given angiomax and the lesion was crossed with a non bsc guide wire and a choice extra support guide wire. A 2.x012 mm maverick balloon was advanced to the lesion and inflated to 6 atm for 30 seconds. The balloon was also advanced to the second om branch and inflated to 6 atm for 60 seconds. A 2.25x16 mm taxus liberte stent was then advanced and deployed at 12 atm overlapping distally with the previous stented segment. The stent balloon was then pulled back slightly and inflated a second time to 18 atm resulting in 0% stenosis and excellent angiographic results. Timi flow improved to "3" in all 3 subdivisions. The patient was discharged 3 days later.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.